Manufacturer narrative:
H3: product analysis: evaluation determined that the attachment had a two rings left on the bur stem is sticking/stuck. The likely cause of failure could be detached bearing. However it was noted that the tube is internally worn, the laser markings are fading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery the attachment had a two rings left on the bur stem (possibly bearings). The drill was unstable and thrown out of the surgeon¿s hand. Upon removal, two metal rings were noticed on the drill bit, which most likely had fallen out of the yellow adapter or motor. It was reported that there was no interventions. The procedure was completed with backup product(s). Additional information was received stating that there was no patient or staff impact and there was five minutes delay in procedure.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.